Manufacturer narrative:
The insulin pump was received with missing segments/partial display due to cracked lcd zebra connector. The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, and occlusion test. No excessive no delivery alarms noted. The insulin pump passed off no power test and all operating currents tested within the specification range. The insulin pump was monitored and tested with no low battery alert noted. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, stained end cap sticker and minor scratches on display window noted.

Event description:
The customer reported via phone call that insulin pump had display anomaly. The blood glucose at the time of the incident was unknown. The customer reported that the insulin pump had a line on the screen. The customer also reported that the insulin pump had no delivery and a depleted battery life. The device was returned for analysis.